Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's has been experienced pain that spreads from her back to hers ribs. The pain occurs whether stimulation is on or off, and has been present since being implanted. As a result, the pt will meet with an sjm rep to address the issue.